Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the power cord was damaged, the motor speeds were low, and the device was out of calibration. The motor, spring seal, reciprocating arm, switch, plug harness, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing there was a dermatome with a damaged lead. There is no harm or delay reported, as there was no patient involvement. Due diligence is complete and there is no additional information available. At product evaluation investigation the device had low motor speeds. No adverse events were reported as a result of this malfunction.